Event description:
A customer reported an issue with their pump related to recurring occlusion, which led to their request for a replacement. The customer declined troubleshooting with tandem technical support and continued to use the pump for insulin therapy.